Event description:
As a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45) and dilator were flushed in preparation for use in a procedure when the tip of the dilator broke. Another 14f tv45x45 from the same lot was used. Per report, a 25mm amplatzer amulet (acp2) was advanced into the second tv45x45 and deployed. It was at this time that an air embolism reportedly occurred and as it was not apparent, the acp2 was implanted. The patient later developed av block and was intubated and sent to the ICU where the patient died secondary to the suspected procedural air embolism. The exact cause of death was not released.

Manufacturer narrative:
Gtin: (B)(4). The results of this investigation are inconclusive because the tv45x45 was not returned for evaluation. A review of the device history record confirmed the sheath met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the sheath, and the cause for the reported event remains unknown.